Event description:
Boston scientific rec'd information that this transvenous right ventricular (rv) lead did dislodge during implant and then again one day post-implant. A surgical intervention was done to remove this lead from service. There were no reported pt effects. The physician elected not to implant a new atrial lead. This ra lead has not yet been returned to boston scientific. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.